Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be replicated. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the site was receiving a 3d mode disabled on the mobile view station (mvs) error. The site had rebooted the system with no resolution before calling into technical services (ts). Ts walked through the key, dongle, the hand-switch and the error on the screen. 2 spins were taken with no problem, but the 3rd anterior posterior (ap)/lateral were taken, all lights were green on the navigation system. When the tech attempted to do spin, an error box popped up saying "3d mode disabled navigation connection not ready". When the imaging system was taken into another room to do a test spin, it worked. However, it still produced the same error. The imaging system and navigation systems were communicating by the green box and was confirmed. The imaging system was removed from around the patient and placed away for a full system shutdown of both systems. Both imaging and navigation was aborted. There was a 1-hour or longer delay to the procedure. It was reported that initially, there were no defects found during the initial visit even after testing directly with the s8. After more careful review of o-arm logs, it was found that the customer released sw2 before the 3d disabled message came up. This was suspected to be the problem. It was recommended to the site that they start utilizing the foot switch. These errors were found right before the 3d disabled message was displayed according to the logs.